Manufacturer narrative:
The catheter functioned normally on the first pullback. During the second pullback a snap was heard, image loss occurred, and two bends were noted on the catheter. Returned-unit inspection found two minor kinks and a fiber break at the sc connector. Purge and pullback worked, but no light was visible at the tip. The complaint is confirmed; sc-connector breaks are being addressed in CAPA 23-007.

Event description:
Catheter was used for a focal lesion in lcx. Functioned normally during first run. Second run post stent we heard the catheter snap. Physician was able to see distal edge of stent for post run but not the proximal edge. Did a visual inspection of catheter post case. There were two visible spots where catheter was bent but not kinked.